Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, upon placing the repositioning sheath, a hematoma developed at the impella cp insertion site. The angle was adjusted to manage the condition, but the hematoma continued to grow. Manual pressure was initially applied, and hemostasis was achieved via surgical intervention. Following completion of support and removal of the device, the patient developed a cerebral hemorrhage. The cause of the hemorrhage was unknown.